Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water nozzle had foreign objects. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that colonovideoscope had a scope communication error (error code e227). The issue was found during service. There were no reports of patient involvement.